Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During the procedure, the peg tube detached. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4).